Manufacturer narrative:
The esg-100 electrosurgical generator was returned to olympus for evaluation. The evaluation could not duplicate the user's report of insufficient output. The device was tested and operated appropriately. In addition, the afu-100 was operated with the user facility's afu-100 referenced in 3003724334-2009-00002 and also with an olympus wb950617 test unit. The device was confirmed to operated appropriately in each configuration. The cause of the user's experience could not conclusively be determined. This report is being submitted in an abundance of caution. Cross reference MFR. Report number 3003724334-2009-00002 for a related report.

Event description:
The user facility reported that during a therapeutic procedure to address a gastric bleed, the esg-100 generator provided insufficient output when used in conjunction with a boston scientific gold probe. The procedure was reportedly completed with the same endoscope, and with the use of boston scientific clips. There was no patient injury reported. The patient is reportedly doing fine to date.